Manufacturer narrative:
Initial reporter telephone number is: (B)(6). Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system during an emergency examination. The procedure was continued and finished using an alternate system. At the time of this report, adverse impact to the patient's health as a result of this event has not been reported to siemens. Siemens has requested additional information in order to investigate the reported event. The reported event occurred in (B)(6).

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment does not indicate a system failure or malfunction and no non-conformity was identified. The investigation showed that the problem was not a failure of the x-ray system, but a defect in the on-site air conditioning system of the local building. The air conditioning system had a leak which caused water to enter the system cabinet, causing electrical problems and ultimately leading to the system being unusable. The local service technician went to the site and replaced the real-time computer (rtc), the generator and the entire cooling unit of the flat panel detector. Afterwards the system worked as specified and the error has not been reported again. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.